Manufacturer narrative:
Follow-up # 1 ¿ (03/10/2015). The patient¿s meter has been returned on 2/25/2015 and evaluated by lifescan product analysis on 2/27/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch verio2 meter read inaccurate compared to another device (onetouch ultra). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. It is not known when the alleged meter inaccuracy began. The reporter was unable to give exact readings. The tests were performed within an unknown time of each other. During the follow-up call, the reporter informed the csr that the patient manages their diabetes with insulin (adjusted by the nurse based on meter readings and food intake). The reporter stated that the patient tests their blood glucose 3 times a day and that their normal blood glucose range it between ¿120-250 mg/dl¿ in the morning, between ¿50-120 mg/dl¿ at noon and between ¿120-400 mg/dl¿ at night. It is not known if the patient made any changes to their usual diabetes management regimen in response to the alleged inaccuracy issue. During the follow-up call, the reporter claimed the patient developed symptoms of ¿low blood glucose¿ although it is unclear if the symptoms developed before or after the alleged issue began. In response to the symptoms, the reporter claimed the nurse reduced the patient¿s insulin dose from 80 units in the morning, 20 units at noon and 20 units at night to 60 units in the morning, 10 units at noon and 10 units at night. No additional treatment was specified. The reporter claimed the patient¿s blood glucose was tested on another device at an unspecified date and time however the result is unknown. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while using the subject meter. The subject meter could not be ruled out as a cause or contributor to the event(s).

Manufacturer narrative:
Follow-up # 3 - correction: supplemental sent to correct information previously sent. Supplemental #2 showed evaluation conclusion code was (B)(4). This is incorrect the evaluation conclusion code should be (B)(4). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The reported issue could not be reproduced. Due to the test strips not being returned. Product analysis performed a retain test. The retain test strips failed the performance testing with blood for accuracy and precision at 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4) 2015 - correction supplemental sent to submit information previously omitted from supplemental #1. A device history record (DHR) was completed on (B)(4) 2015 on the subject meter lot, which was found to have a deviation. The planned deviation is a labelling update to the owner¿s booklet that has no adverse impact on the product performance or function.